Event description:
On (B)(6) 2011, company representative reported patient was hospitalized and in the intensive care unit due to a heart attack. A physician notified the company representative and advised the heart attack could have been due to "pump malfunction." Infusion device was replaced on (B)(6) 2011 and requested for evaluation. Follow-up was completed with patient on (B)(6) 2011. Patient was taken to the hospital on (B)(6) 2011 because her blood glucose was "hi" mg/dl. Patient vomited profusely, was diagnosed with ketoacidosis, and was on a respirator for breathing. Patient does not remember events prior to hospitalization, and she does not know how she was treated to lower her blood glucose. While patient was in the hospital, blood glucose was 700 mg/dl. Her target blood glucose is 80-200 mg/dl. No additional information was provided.